Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, after performing several pre dilatation, it was noted that the balloon ruptured at 6 atmospheres. The ruptured balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.